Manufacturer narrative:
Corrected data included: d11 concomitant medical products are two (2) 14fr introducer that was used during this case.

Manufacturer narrative:
The device was not returned by the customer. The 13fr sheath was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a female patient with cardiogenic shock (cgs). The physician tried to access with two (2) different 14fr sheaths and one (1) 13fr sheath but failed to be introduced into the vessel. The sheath ¿splitted¿ at the tip and rolled up so they were broken. This patient is obese and the arterial femoral was ¿deep¿ under the tissue, there was groin bleedings after several punctures. The bleedings was intervened by an angiologist with a covered stent.